Event description:
Microclaves inside IV start kit found to be cracked and splintered. 1/2 of vat start kits have this issue. Went to supply chain to discuss, new case opened also had broken microclaves. Notified managers of areas where staff starts their own ivs.